Manufacturer narrative:
The operator contacted a siemens customer care center and stated that the top seal of the cuvettes were not sealing and she had splashed her right eye while trimming the waste cuvette film. The operator had inadvertently placed pressure on a sealed cuvette while cutting the film, which caused the contents of the cuvette to splash. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the solenoid, adjusted top seal assembly and made 100 cuvettes. The cse also replaced the sample probe tip and performed associated alignments. The cse ran system check and the customer ran quality controls, which were acceptable. In addition, the operator was only wearing her regular glasses. The dimension exl operator's manual states: "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument observed that the top seal of the cuvettes were not sealing. While trimming the waste cuvette film, she splashed her right eye with the cuvette waste. The contents of the cuvette were a mixture of reagent and sample. The operator rinsed her eye at the laboratory eye wash station and went to the emergency room (ER), where blood was drawn for testing due to exposure to the cuvette waste. The laboratory confirmed that they do not run infectious disease assays on this instrument. The ER physician determined that the operator's eye did not require medical intervention or treatment due to the exposure to the cuvette waste.